Event description:
Reportable based on the product analysis completed on (B)(6) 2012 it was reported that during an unspecified treatment procedure, shaft kink occurred. The lesion was located in the left circumflex. The physician advanced the 12 x 2.50mm apex mr balloon catheter to the lesion and it was observed that the device was kinked at the proximal end. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was shaft fracture.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections due to a break in the hypotube. The break was located at 21cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and the kinks present are consistent with excessive force having been applied to the shaft. No issues were noted with the profile of the tip and balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).